Event description:
The customer's mother stated that the customer has hospitalized due to hyperglycemia. The reported blood glucose reading was 1000 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the insulin pump failed the prime test. It was advised that the customer revert to a backup plan to treat his diabetes until a replacement insulin pump was delivered to him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.